Event description:
A surgeon reports that an intraocular lens (iol) was removed due to inflammation. The surgeon felt the pt was having a reaction to the lens, possibly something retained in the eye from the initial implant. Additional info has been requested.